Manufacturer narrative:
Biomed forced device restart resolving the issue reported. Spacelabs service repair replaced the failed component. All inspections, calibrations, and testing have been performed to spacelab¿s service procedures. The customer continues to use the involved devices without any recurrence. This report is considered complete. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021, that the telemetry system went offline at a central station for approximately 3 hours. There was no reported injury.